Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted their health care provide for back-up insulin therapy. There was no adverse impact to the customer¿s blood glucose level.